Event description:
It was reported that while using bactec 9120 blood culture, a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer reports having a result issue, indicating that they had a false positive.

Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec 9120 ( p/n 445570, s/n (B)(6). Customer reported results issues on their instrument. Bd remote assistance was already working with the customer for the inability to clear errors on this instrument when these results issues occurred. The customer decided not to provide any additional information and wanted to continue to monitor the instrument themselves. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bactec 9120 blood culture, a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer reports having a result issue, indicating that they had a false positive.